Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated he completed calibrating the device and the cgm value was 259 mg/dl, however, the bg was 110 mg/dl. Earlier in the day, he was not feeling well; his cgm was 129 mg/dl; however, his bg was 50 mg/dl. His wife called emergency medical services (ems) who treated the patient with glucagon. The patient was not transported to the hospital. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.